Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (vt) cardiac ablation procedure with an ice catheter (soundstar) and the patient experienced a cardiac tamponade/perforation. The patient experienced a cardiac tamponade and perforation of the right ventricle (rv). The ice catheter in the rv did the damage.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 23-jul-2025 noted a correction to the 3500a initial as should have processed h10 related report number. Therefore, processed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).